Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was not reported if the patient was hospitalized or received treatment for the event. On an unreported date the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed or if the infection was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. Additional information related to the patient event, patient¿s demographics, medical condition, medical history, or medical intervention was unable to be obtained.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.